Manufacturer narrative:
The revcore thrombectomy catheter (revcore) was returned to the manufacturer and evaluated. The catheter was returned and visually inspected and photographs provided from the case were reviewed and no manufacturing deficiencies were identified. Additionally, no manufacturing deficiencies were observed during the adhesive residue test. A definitive root cause could not be established during the investigation; however, it was determined that the field failure may have been related to the device navigating a torturous anatomy. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There have been no similar complaint events for this lot number. Manufacturer reference #: (B)(4).

Event description:
A patient with deep vein thrombosis (dvt) and preexisting venous stents underwent thrombectomy with inari devices on (B)(6) 2024. The clot age was estimated at 180 days. During thrombectomy, flowtriever catheter, xl disks were placed above the patient's inferior vena cava (ivc) filter and intravascular ultrasound (ivus) was used to obtain measurements. After access was obtained, a revcore thrombectomy catheter (revcore) was advanced into the left popliteal vein. The revcore was used at the proximal edges of the stent and moved distally, using the scrubbing technique. No clot was removed after three passes. On the fourth pass, the physician moved the device inferior to superior, towards the confluence, and the medical team noticed the radiopaque tip was separated from the catheter and remaining on the guidewire, inferior to the stent. The medical team attempted to snare and aspirate the tip; however, the tip was irretrievable. The radiopaque tip remains in the patient, and a cook covered stent was placed on top of the tip. The case was concluded. There was no resulting patient injury or damage to the preexisting stents. Postoperatively, the patient is doing well in stable condition.

Manufacturer narrative:
The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. The device has been returned to the manufacturer for evaluation. Upon completion of the investigation a follow-up report will be submitted. There have been no similar complaint events for this lot number. The device labeling includes the following warning statement: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." Stent entanglement is identified in the device labeling as a potential complication. Manufacturer reference #: (B)(4).